Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had [unrelated] spinal surgery back in january or february of last year because the stimulation didn't help since implant. Patient said they had the device implanted to see if they could avoid the surgery, but stim didn't work out so they had the surgery. Patient said when they did the trial, stim seemed to help, but since the implant, they never got a lot of improvement. Patient then said now they were having more problems and were ordered for an MRI, so they needed charge up and bring their equipment with. Patient mentioned part of their pain was right at the implant site now. Patient said they woke up one morning in january with a low level pain, and then the pain kept getting more intense. Patient confirmed they had not had any falls or trauma, and didn't know if there was swelling around the implant site or what. Patient then said they were having back pain the other day so they tried to charge up but the controller said had to be reprogrammed and they couldn't charge (later confirmed memory problem screen). Patient attempted to start a recharge session, and after pressing recharge on no device found described seeing the passive recharge mode screens (middle number 100). After a few minutes, patient was able to start recharging the implant on excellent (controller battery 70%, implant battery red). The troubleshooting steps that were taken on the call resolved the issue. On 2024-apr-05 additional information was received from the patient (pt). The pt reported they had some pain directly over the device. Not serious, but aching. Pt also reported occasional shooting pain down leg. The pt had the device removed 2 weeks ago. The pt no longer has shooting pain in leg now, and are healing from the surgery pain. Information indicates the issue was resolved. Weight was reported.

Manufacturer narrative:
Regulatory report opened and submitted to code and correct "patient never receiving stimulation since implant allegation". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.